Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was having a catheter exchange due to inability to have urine return from bph. Nurse colleague attempted to irrigate foley catheter but unable to withdraw. Withdrew 6ml from balloon and started to pull, patient was visibly uncomfortable and squirming in bed, when foley was removed the balloon remained partly inflated, another 4ml emptied from catheter balloon. Trauma to penis, mild bleeding after procedure. Temp foley that was removed had balloon size of 5ml, 10 ml in total removed. Unable to completely deflate balloon while in patient bladder despite multiple attempts to ensure all fluid removed. Level of the harm was minimal. There was patient involvement, and no patient harm/adverse event reported.